Event description:
A customer reported failure of anterior vitrectomy mode during a procedure. There was no impact to the patient. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).